Event description:
It was reported by service report that the front wheel broke and came off the cot. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Wheel.